Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-06444. Related manufacturer reference number-2017865-2020-06446. It was reported that the patient presented in clinic for follow up. The patient had developed an infection. The pacemaker, the atrial and right ventricular leads were explanted. The patient was in stable condition during and after the procedure.

Event description:
New information received stated that on (B)(6) 2020, the patient presented to the hospital for a pacemaker system removal due to infection. It was noted that the patient was found to have positive blood cultures consistent with staph aureus which was later identified as mssa. The patient had redness locally around the implant pocket area and had the pacemaker system removed successfully.